Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump repeatedly halted during the fill tubing step at 0.6 units despite multiple attempts, restarts, and a full supply and site change with new materials, consistent with a stalled motor malfunction of the insulin delivery system. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included a switch to backup therapy and shipment of a replacement device. Investigation included guided troubleshooting, device restarts with and without supplies, and arrangements for device return for evaluation. Investigation of the returned device revealed persistent motor stall behavior that prevented completion of tubing fill, consistent with an insulin delivery motor stall in the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to a stalled motor.